Event description:
It was reported that pump displayed malfunction alarm code multiple times without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, instructed customer to put malfunctioning pump into storage mode and return it with prepaid label, and advised customer to set up pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.